Manufacturer narrative:
The customer's complaint was confirmed. The returned lynx suprapubic mid-urethral sling blue dilator was cut approximately 1.5" as reported. This section appears to have been cut by a sharp device or scalpel. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The may 2007 15-month mid urethral complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The root cause of the failure mode was determined to be related to the clinical procedure and specifically to the torque and shear processes.

Event description:
It was reported to co that a patient underwent a lynx suprapubic mid-urethral sling procedure in 2007. During the procedure, the plastic dilator detached from the mesh while inside the patient. The physician was able to retrieve the plastic dilator from the patient. The physician was able to complete the procedure with another lynx suprapubic mid-urethral sling system successfully. There were no patient complications due to this event.